Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the patient's pulse generator, it was noted that the right ventricular lead was oversensing noise that resulted in inhibition of pacing and symptoms of pre-syncope. The noise could be reproduced by manipulating the device header. The source of the noise was not identified. On (B)(6) 2018, the pulse generator was explanted and replaced, and the lead was capped and replaced to address the issue. The patient was stable post procedure.